Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that their buttons have become difficult to press. The customer also states there is a strong odder of insulin coming from the device. The customer was advised that it is a safety feature to alleviate the change of accidental delivery. The customer's blood glucose level at the time of incident was 126mg/dl. The customer was advised that the smell was coming from residue on drive support. The customer was advised that unless there was a leak or moisture in the pump, there was no true indication that the pump would need to be replaced.